Event description:
It was reported that that a review of events stored in this pacemaker was requested. Technical services (ts) noted what appeared to be t-wave oversensing on the right ventricular (rv) channel, resulting in stored ventricular tachycardia (vt) and non-sustained ventricular tachycardia (nsvt) events. Pacing inhibition was not noted. Ts also noted decreased amplitudes but could not confirm if all the signals were r waves or possible t waves. Ts recommended continued monitoring. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental MDR is being submitted for correction to field h6: device codes.

Event description:
It was reported that a review of events stored in this pacemaker was requested. Technical services (ts) noted what appeared to be t-wave oversensing on the right ventricular (rv) channel, resulting in stored ventricular tachycardia (vt) and non-sustained ventricular tachycardia (nsvt) events. Pacing inhibition was not noted. Ts also noted decreased amplitudes but could not confirm if all the signals were r waves or possible t waves. Ts recommended continued monitoring. This device remains in service. No additional adverse patient effects were reported.